Event description:
It was reported that a procedure was cancelled with a patient under general anesthesia.It was reported that a FARADRIVE Steerable Sheath Clear was selected for use during a Pulse Field Ablation to treat Atrial Fibrillation. The subcutaneous tissue was abundant, and the sheath and the catheter could not be advanced. The patient condition following procedure was stable. The procedure was cancelled. No further information was provided.